Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, 90% stenosed, distal right coronary artery. After pre-dilatation was performed successfully, during deployment of the 3.0x28 mm xience xpedition stent at the lesion, a stent edge dissection was observed. The dissection was covered with another xience xpedition stent successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.